Event description:
According to the reporter, the device alarms "connect electrodes" and won't analyze an ECG even when attached to theirself. There were no reports of any pt use for the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.